Event description:
Event description guidant received information that this right ventricular lead (4468) was surgically abandoned due to high impedance measurements and noise on the electrograms with oversensing and pacing inhibition. This pacemaker was explanted due to concern that it may be involved with these issues, as well. During the implant procedure for a new right ventricular lead (4474), difficulty was experienced in manoevering the lead and the physician removed it and successfully implanted a different lead. There were no adverse patient effects.